Event description:
Philips received a complaint on the patient information center ix (pic ix) central station indicating that there was no alarm sound through the speaker. It is unknown if the device was in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Section e reporter phone # (B)(6). Section e reporting institution phone # (B)(6). A philips technical consultant (tc) was dispatched and identified a loose connection of the cable to the central processing unit (cpu) converter, which was located at the server room. The issue was resolved by re-securing the cable. Based on the information available and the testing conducted, the cause of the reported problem was loose cable. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.